Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had gone to the emergency room (ER) for diabetic ketoacidosis (dka) and was treated with insulin, fluids and anti-nausea medication. The customer could not recall the blood glucose (bg) level or the cause of the high bg. The customer was in the ER for a half a day and upon leaving, the bg was in target range and was stable.